Event description:
The pump was returned for investigation. Investigation revealed the down keypad button was intermittently unresponsive to testing and there was contamination under all of the key contacts. This report is made based on results of investigation completed on 08/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2014 with the following findings: the down keypad button was intermittently unresponsive to testing. The ok, up, and contrast keypad buttons were responsive to testing. The keypad was removed for further investigation and contamination was observed under all of the key contacts. The bolus button cover was observed to be detached and there was no damage or peeling to keypad observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).